Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the mixing process in the wbc bath was weak and was not functioning properly due to the bath air mix select valve, lv3. The fse replaced lv3 resolving the leak, wbc and hgb voteouts, and high plt background recovery. (B)(4).

Event description:
The customer reported a leak under a coulter act diff 16 analyzer. The volume of the leak was approximately 30 ml and was not contained within the instrument. The instrument generated white blood cell (wbc) and hemoglobin (hgb) voteouts as well as high platelet (plt) background recovery. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.